Manufacturer narrative:
(B)(4). The customer provided one photo for analysis. The complaint was able to be verified based on the photo. The customer returned one unit of (B)(4) visistat 35w 6/box for investigation. Visual examination of the returned sample revealed that the staples appeared properly aligned and the trigger was not engaged. The stapler was returned with 9 staples remaining in the cover block, indicating that the customer had fired at least 26 staples. Upon further inspection, the stapler was observed to have one staple jammed at the front of the cover block, caught underneath the forming tool and anvil. No evidence of biological material was present on the device. Fire with the jammed staple in the cover block. The stapler was disassembled, and the jammed staple was removed. The staple was observed to have been partially formed and severely bent. The reassembled stapler was then fired into the air after the jammed staple had been removed. Resistance in the trigger was observed while firing and the trigger would not release afterwards, as well as the staple not releasing either. The stapler was disassembled and the staple manually removed. The stapler was then fired into the air again and the staple fully formed and released. Some resistance was still observed in the trigger while firing. Three more staples were fired into the air and all formed and released properly; however, resistance was observed in the trigger. The formed staples were inspected, and 2 staples were bent slightly inward at an angle. The stapler was then fired into a skin pad to simulate insertion into the skin. The staple fired was observed to rest at an angle in the skin pad. The complaint stapler's anvil and forming tool were swapped with a lab inventory staplers anvil and forming tool. The stapler was then fired, and no resistance was observed in the trigger while engaging. The complaint stapler's anvil and forming tool were then swapped into a lab inventory stapler and fired. Resistance was observed in the trigger while firing. The stapler was then disassembled and the anvil and forming tool were inspected. No damage or defects were seen on the anvil, while the forming tool had exaggerated die casting anomalies defects. The shuttle also fell out of the cover block upon disassembly. The feet at the front of the shuttle were observed to be at a lower angle and flatter than the lab inventory sample. The trigger was also observed to have damage at the spot where it contacts the shuttle, often seen when excessive force is used while firing the stapler. The manufacturing site was contacted regarding this sample and no conclusive reasoning was determined for the observed defects. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. The probable cause of this complaint issue could not be determined based upon the information and sample provided. The reported complaint of "misfire/jam - staple not forming/closing" was confirmed. Visual inspection revealed a staple was jammed at the top of the cover block underneath the anvil and forming tool. During functional testing, the stapler did not fire while the jammed staple was present. The stapler was disassembled, and the jammed staple was removed. The staple was observed to have been partially formed and severely bent. The stapler was then fired into the air after the jammed staple had been removed. Resistance was observed while firing the stapler into the air; however, the staples fully formed and released. The stapler was fired into a skin pad and the staple was observed to rest at an angle in the skin pad. The complaint stapler's anvil and forming tool were swapped with a lab inventory staplers anvil and forming tool. The stapler was then fired, and no resistance was observed in the trigger while engaging. The complaint stapler's anvil and forming tool were then swapped into a lab inventory stapler and fired. Resistance was observed in the trigger while firing. The anvil and forming tool were inspected. No damage or defects were seen on the anvil, while the forming too had exaggerated die casting anomalies defects. The shuttle also fell out of the cover block upon disassembly. The feet at the front of the shuttle were observed to be at a lower angle and flatter than the lab inventory sample. The trigger was also observed to have damage at the spot where it contacts the shuttle, often seen when excessive force is used while firing the stapler. The manufacturing site was contacted regarding this sample and no conclusive reasoning was determined for the observed defects. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. The probable cause of this complaint issue could not be determined based upon the information and sample provided. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "staples do not attach to skin when used. The staple is ejected from the device in a malformed shape, without having obtained the structure necessary to provide tissue anchorage. The ejected piece lacks any holding capacity". A 2nd stapler was used to complete the procedure. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "staples do not attach to skin when used. The staple is ejected from the device in a malformed shape, without having obtained the structure necessary to provide tissue anchorage. The ejected piece lacks any holding capacity". A 2nd stapler was used to complete the procedure. No patient harm or injury. The patient status is reported as "fine".